Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the coating of the insertion tube peeled off due to stress of repeated use, external factors, or handling. However, the root cause could not be determined. This supplemental report includes a correction to g2. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the ig bundle (fiber) was severely broken and noted to be due to external factors. Additionally, the bending angle observed to be insufficient due to the elongation of the angle wire. Furthermore, the coating of the ig coil (bending manipulation insertion section) found peeling off (1mm2 or more). The flexible tube of the insertion section found crushed due to external factors. Leakage observed (watertightness not maintained ) due to holes in the curved rubber due to external factors. The curved rubber adhesive part is missing. The adhesive part of the objective lens has come off and noted to be due to handling. Due to handling, the adhesive part of the lighting lens has come off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of" narrow field of vision". The problem found during an unknown event. No patient harm, no user injury reported. Device evaluation found the coating of the ig coil (bending manipulation insertion section) is peeling off (1mm2 or more). This report is being submitted for peeling of the coating of the insertion section found on device evaluation.